Manufacturer narrative:
Correction: d4: catalogue #. H4: the lot was manufactured in june 2023. H11: the actual device was received for evaluation. A visual inspection was performed and noted a crack in the luer. The reported condition was verified on the actual sample. The cause of the crack could not be determined; however, a potential cause may be related to a molding issue that could be expanded by the pressure during use when connected to other devices. Additionally, retained samples were evaluated. Visual inspection of the retained samples were performed, and the samples were conforming per product specifications. The retained samples were gravity and leak tested under water with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the end of an extension set leaked when the infusion began. The extension set was replaced to resolve the issue. One bag of 0.9% sodium chloride and 10mmol magnesium sulfate 500ml was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.